Event description:
Additional information as of this date indicated that the event was considered as an ongoing event with no further action needed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient experienced inadequate pain control. The healthcare provider (hcp) attempted to aspirate the catheter on (B)(6) 2012 and "only a few drops" could be aspirated. The patient's therapy was suspended as of (B)(6) 2012 and the patient was weaned off pump medications. It was stated that pump was at end of life (eol), and the catheter was obstructed. The medications delivered were morphine and bupivacaine. The hcp planned to replace the catheter and the pump, but the patient was considered high risk for anesthesia and surgery, per the pulmonologist. The patient was being weaned off the pump medications gradually.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# unknown, implanted: (B)(6) 2005. Product type: catheter: product ID 8703w, lot# l62641, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).